Manufacturer narrative:
Corrected information: for follow up #1- g4 date is 21-jan-2020 (inadvertently omitted). Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The manufacturing records associated with the serialized device were reviewed by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The plant investigation was unable to confirm the alleged event, however, based on the on-site service performed by a fresenius technician, the cause was determined to be related to a component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced an ultrafiltration failure. There was no indication of patient harm or adverse event. The patient was able to continue and complete treatment with the same products. A fresenius mexico technician was scheduled to service the reported machine. This report was received from fresenius mexico. Additional information has been requested, however, to date a response has not been received.

Manufacturer narrative:
Corrected information: h10 - plant investigation confirmation (transcription error) plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to component failure.

Manufacturer narrative:
Additional information: b5, corrected information: d4, h4 (transcription error from the initial reporter).

Event description:
A response was received from mexico technical services. Upon arrival the technician replaced the ultrafiltration pump and performed a treatment, however, the device alarmed ultrafiltration failure after an hour. The device's functional card was checked on a different device and the failure was resolved. The functional card on the device was replaced to resolve the issue. No samples were returned to the manufacturer.